Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d314vrg, implantable cardioverter defibrillator (ICD),  (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited nonphysiologic oversensing and noise. The lead remains in use and no patient complications have been reported as a result of this event.